Manufacturer narrative:
(B)(4). The analysis results found that devices a, b, d, e, f, g, I, j were received with the universal seal and lower ring were noted to be cracked. Additionally the orifices of the sleeve assembly were cracked and the housing cap detached. No functional test could be performed due to the returned condition. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. Lot record reviews were performed and batch numbers h91n3c, h91r88, h91r1p, h91r93, h9175h and h91k2r were identified from the records review. The batch met all final acceptance criteria. The analysis results found that devices (c and h) were received with the universal seal and lower ring were noted to be cracked. Additionally the orifices of the sleeve assembly were cracked and the housing cap detached. No functional test could be performed due to the returned condition. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. Lot record reviews were performed and batch numbers h91n3c, h91r88, h91r1p, h91r93, h9175h and h91k2r were identified from the records review. The batch met all final acceptance criteria. Device c and h additional information: batch # unk, expiration date: unk, manufacturing date: unk.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, a lot of gas was lost. It was impossible for the surgeon to operate under these conditions as pressure dropped below 7 at times. Usually it is around 14 or 15. Surgeon said that the trocar was leaking and that the duck bills weren't closing enough. He started with two trocars as they were leaking, he replaced them with two other bladeless trocars but they were as bad as the previous two. In the end, he wasted five trocars and was not very happy about it. As a result, the procedure was prolonged 15 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of three devices.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.